Event description:
It was reported that they called to state that the arctic sun device was failing calibration for not heating. Per review of wo notes on (B)(6) 2025, a check of the diagnostics showed that chiller temperature was also staying at 21c. Told them they would write a quote for the 2000-hour service, but it was possible that the depot would come back with a chiller repair as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Quote sent for 2k hour service, no loaner needed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state that the arctic sun device was failing calibration for not heating. Per review of wo notes on 27aug2025, a check of the diagnostics showed that chiller temperature was also staying at 21c. Told them they would write a quote for the 2000-hour service, but it was possible that the depot would come back with a chiller repair as well.